Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of 8/19/2015. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. On (B)(6) 2015, the clinical assessment stated that the customer had been trying to breastfeed and having difficulties with latching before getting mastitis. Customer had been working with a lactation consultant and renting a symphony pump. The doctor prescribed cephalexin 500 mg for treatment of mastitis. Customer stated mastitis infection is resolving. Instructions given on nipple care to promote healing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2015, the customer reported to medela customer service that her freestyle breast pump had low suction. The customer also reported that her doctor diagnosed her with a mastitis infection and prescribed her antibiotics.

Manufacturer narrative:
At the time of the initial medwatch filing, the product was not received and evaluated. The product has since been received and a product evaluation on 10/23/2015 confirmed customer reported low suction due to residue on the connector. The instruction manual provided with the breast pump explains the importance of cleaning kit components after each pump session in order to prevent low suction levels.